Event description:
It was reported that the patient via remote transmission. Noise was noted on the right ventricular lead and the lead also exhibited intermittent loss of capture at high outputs. The impedance and sensing values were stable. The physician also suspected device issue. As, the patient was pacemaker dependent, the pacemaker was explanted and replaced due to intermittent pacing. The right ventricular lead was also capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction - (issue was discovered in clinic which was reported in error as remote transmission in initial MDR).

Event description:
New information received states that the issue was discovered when the patient presented in clinic and the physician was unable to determine if capture issues were related to the device.

Manufacturer narrative:
The reported field event of intermittent lv output was not confirmed. The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.